Event description:
Information was received indicating that 20 days following removal of a smiths medical portex blue line ultra tracheostomy tube, the patient experienced a throat sound and depression with inhalation. It was suspected that there was a foreign body reaction that stimulated the proliferation of surrounding granulation tissue with poor tissue compatibility. There were no further reported adverse effects.